Event description:
Customer called lfs in 2002 alleging that meter was giving inaccurate high results. Customer got a reading of "505 mg/dl, danger". More than 30 mins later, customer was taken to the emergency room and the lab test was 56mg/dl. Customer was given food at the hospital. Unable to contact the customer to obtain more info. Attempted contact twice. Also sending letter. No further info has been reported.